Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. Concomitant med products and therapy dates: drill bit device; (B)(6) 2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an open reduction internal fixation procedure with expert tibial nailing (etn) for the fracture of the right diaphyseal tibia, it was discovered that the radiolucent drive device was heating up while in use with a drill bit device. According to the reporter, while drilling for the first mediolateral (ml) distal locking screw, the drill bit for radiolucent drive device stopped rotating with a grinding sound at contralateral the cortical bone. It was noted that the surgeon thought that the heat generation occurred due to excessive torque, so gauze wet with saline solution was wrapped around the radiolucent drive to cool for about a minute. While drilling the second ml locking screw, the drill bit for radiolucent drive stopped rotating with a grinding sound at the anterior cortical bone. The surgeon cooled the radiolucent drive as well; however, the drill bit for radiolucent drive stopped rotating with grinding sound at the contralateral cortical bone again. It was noted that the bone quality of the diaphysis was tolerable; however, the bone quality of epiphysis was weak. It was further reported that the surgeon finished drilling the contralateral cortical bone with an ao drill chuck and another long proximal drill bit. It was reported that since three proximal locking screws were inserted, the surgeon also would have liked to insert all three distal locking screws; however, the surgery was completed with two distal locking screws due to concerns about the radiolucent drive and the fact that fixation seemed to be achieved. It was further noted by the surgeon that the drill bit shook during using the radiolucent drive and the direction of the drill bit was not set, which was a problem as well. It was reported that the procedure was completed successfully within 30 minutes delay. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. Quality engineering performed a visual and functional assessment which determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. It was determined that according to the event description it was likely that the drill bit became stuck and the safety clutch of the radiolucent drive was triggered. It was further determined that although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device where it was used against the instructions for use (IFU) that could not be replicated when the device was tested during technical investigation. H6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.